Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain around their ipg site. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.